Event description:
When the physician was trying to deploy the filter, he inserted the cartridge into the sheath. While trying to push the encountered resistance. He backed the cartridge out of the holding sheath, but the filter became stuck in the sheath and a barb protruded out of the sheath. The physician then clamped the sheath and removed it form the patient. No adverse event occurred to the patient. Additional information was received that the device did not cause a dissection or vessel perforation because the filter never made it into the patient's body. The sheath that was used was the same sheath that come in the trapease packaging. The product was prepped properly according to IFU, and everything appeared normal prior to the procedure.

Manufacturer narrative:
Please note that this device is available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.